Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during proceudre, beginning of the user did a quick test to see how patient was resting and noticed there was a a 0 on patients one side when took off event capture. User ended up doing a quick electrode test. It looked fine. Then later in the case the machine loudly alerted out of measurement range. Super loud. The loudness made everyone in room think it was a fire alarm and startled everyone. User was able to address it quickly with an electrode test. There was a few minutes delay in the procedure. There was no patient impact.